Event description:
The patient presented in clinic due to episodes of dizziness. Upon investigation, the device was no longer pacing, and the battery longevity had reached end of life. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.